Event description:
This device was explanted due to eri. Ra lead was exhibiting high thresholds, which may have led to early battery depletion. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The inspection of the device memory revealed that an elevated current was used for anti-bradycardia pacing. This indicates that high output was programmed that resulted in a faster discharge of the battery. The bench test of the ICD revealed that all therapy functions were available, especially the current used for anti-bradycardia pacing was normal. In conclusion, the device was fully functional. There was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion.